Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right sided pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: the essure device was deployed into the right tubal ostia successfully. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy (185 grams): uterus: secretory phase endometrium. Leiomyomata. Cervix: chronic inflammation and squamous metaplasia. Fallopian tubes, bilateral: no significant pathologic abnormality. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain and uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right sided pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: the essure device was deployed into the right tubal ostia successfully. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy (185 grams): uterus: secretory phase endometrium. Leiomyomata. Cervix: chronic inflammation and squamous metaplasia. Fallopian tubes, bilateral: no significant pathologic abnormality. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain and uterine leiomyoma quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: mr received. Reporter information, patient dob, date of removal added. Event injury updated to event pelvic pain. Case became serious incident. New event added: menorrhagia, fibroid uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.